Event description:
The male pt had 3.5 x 33mm and 3.0 x 08 mm cypher select plus stents implanted in the proximal left anterior descending artery. The 3.5 x 33mm stent was postdilated due to insufficient flow and the 3.0 x 08mm stent was postdilated in order to fully expand the stent. Approximately a month after the procedure the pt was experiencing angina pectoris (2007). The pt had a cag on the following month, and the stents were patent and there were no new lesions. The pt was diagnosed with acute coronary syndrome. The event was graded as unrelated to the implanted stents. The pt was followed up on approx four months later, and he was experiencing angina pectoris. All medications were ongoing and uninterrupted.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.